Event description:
Patient was being transferred from barton chair to bed via air pal patient lift when one of the air hoses disconnected from the canister, and the mat deflated on one side. The patient and the mat slipped to the floor. When patent was returned to the bed, he was noted to have bruising/hematoma on his right shoulder with pain. Bruising also noted to right arm and right thigh. Upon review of hose connection, it appeared the lever lock system -suction- at the canister was broken. Last known pm on equipment was 2009.